Manufacturer narrative:
The proximal section of the catheter was returned for eval with approximately 24 cm of the distal segment missing. The separation site has the appearance of expanded circumferential dilatation consistent with bursts that may occur during angiographic injections. Based on the investigation, the catheter appears to have ruptured during angiographic injection when an undetected kink or other obstruction of the catheter was present which resulted in pressures exceeding the limits of the catheter, and this was not detected until delivery onyx. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. Catheter separation.

Event description:
During onyx injection, it was reported that resistance was encountered in the catheter. Onyx was not seen exiting out of the catheter tip and was observed at the basilar artery. Injection was stopped. Upon catheter removal, the catheter broke off and approximately 15 cm of the broken segment stayed in the artery.